Manufacturer narrative:
Additional information: a replacement clamp was shipped to the site.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp became damaged when removing it from the spinous process. The suspect clamp did not come into contact with the patient. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.